Manufacturer narrative:
A siemens tse (technical service engineer) analyzed the immulite 2500 instrument data. Analysis of the instrument data indicates that the cause for the discordant toxoplasma igg result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 2432235-2011-00107 was filed on 8/2/2011. Additional information: (9/12/2013): siemens has investigated the incidence of false positive patient sample results obtained on the immulite toxoplasma igg assay and conducted two extensive patient sample studies. The investigation found that the results of the patient samples on the immulite instrument obtained between two different lots of reagent for the toxoplasma igg assay showed 99.6% agreement. A subsequent study between three different lots of reagent showed 100% agreement. Both studies have confirmed that the toxoplasma assay is meeting specificity claims.

Event description:
Discordant false positive immulite 2500 toxoplasma igg results were generated on one patient sample. Sample was tested on two additional systems with negative results. Results for this patient had been negative since (B)(6) 2010 (with testing every month). Discordant results were not reported to the physician. There was no known report of treatment given or withheld based on the discordant toxoplasma igg results.